Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This pc was related to (B)(4). This pc reports screw¿s penetration and blood tumor. The primary surgery was performed on (B)(6) 2008 via tha. After the surgery, it was repeated that the screw penetrated pelvis and damaged blood vessel. The surgeon removed blood tumor each time. The revision surgery was planned on (B)(6) 2020. (This revision surgery was reported as (B)(4)) the surgeon commented that it was problem of surgical technique. No further information is available.